Event description:
It was reported to boston scientific corporation that during a lithotripsy bladder stone procedure using an accumax 550 laser fiber, light was flashing back through the fiber. The fiber was used with a holmium laser. Laser settings are unknown. No part of the fiber detached inside the patient. Additional notes state, "type of stone very dense and shiny in core and outside yellow and soft. When using fiber on soft yellow part laser fiber did not flash but when using fiber on hard shiny stone flashing occurred." The blast shield was changed and the procedure was completed with another accumax 550 laser fiber without any complications to the patient, who is reportedly "fine" post procedure." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that during a lithotripsy bladder stone procedure using an accumax 550 laser fiber, light was flashing back through the fiber. The fiber was used with a holmium laser. Laser settings are unknown. No part of the fiber detached inside the patient. Additional notes state, "type of stone very dense and shiny in core and outside yellow and soft. When using fiber on soft yellow part laser fiber did not flash but when using fiber on hard shiny stone flashing occurred." The blast shield was changed and the procedure was completed with another accumax 550 laser fiber without any complications to the patient, who is reportedly "fine" post procedure." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 4.0 mm of exposed glass tip remaining and appeared unused. The pattern on the tip face of the fiber is consistent with normal use. The aiming beam exiting from the distal tip is bright and scattered. There was no light flashing back through the fiber.